Event description:
The customer reported that their spo2 unit was not functional.

Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 4.6 inr/3.2 inr, 3.8 inr/2.8 inr patient 2's warfarin was held 1 day and then the dosage was decreased. No adverse event reported. Requested return of suspect system, however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
History for 2nd patient: female; (B)(6); (B)(6) medications: verapamil daily, warfarin daily, pravastatin daily, and fexofenadine daily. Will not be returned to manufacturer.